Event description:
From staff: while md was using device, it jammed up, cut the suture but was jammed up in the suture. From operative report: while we were doing this another dose of retrograde cardioplegia was given. The valve was cut away from the delivery frame. The sutures were secured with the device. One of these devices was defective resulting in no rivet being placed on two of the sutures. The pledgets for these sutures were carefully retrieved from the left ventricular outflow tract. A new mattress suture corresponding to each of the two gaps was placed through the aorta near the annulus and through the valve ring. These sutures were secured with a new device. The valve appeared to be seated nicely.